Event description:
The manufacturer received information alleging a malfunction of the device's touchscreen. The device was not in patent use. The device's battery was cycled to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information a malfunction of the device's touchscreen. The device was not in patient use. The device's battery was cycled to address the issue.